Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going , device not returned.

Event description:
Country of complaint: USA it was reported that the baskets are breaking down and hurting employees. All med watch submissions related to this report are: 9610612-2018-00014.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. First we made a visual inspection of the basket je168r. Here we found loosened and bent wires. Additionally we found broken off wires. Next we made a visual inspection of the basket je169r. Here we found only the wire ends but the product doesn't reveal a defect. Last we made a visual inspection of the second basket je169r. Here we also found only the wire ends, the product doesn't reveal a defect. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. Investigations lead to the assumption that the loosened and broken off wires were caused due to a mechanical stress by an improper handling. There is the possibility that the mechanical stresses were caused by strong hits at the wire walls by working ends or tips of instruments. We assume that the loosened wires were bent by the employees. Additionally, according to the statement of (B)(6) (supplier quality manager) the products have not been distributed in this condition and the damages indicates a usage error as a causal factor. Additionally, due to the amendment no. 19954, there is a change of the manufacturing process for further minimise a potential risk of injury. No CAPA is necessary.